Manufacturer narrative:
It was reported that the surgiphor bottles cracked during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor bottles cracked during use. No health consequences were reported.

Manufacturer narrative:
It was reported that the surgiphor bottles cracked during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the investigation activities performed along with review of photos provided, the reported event has been confirmed. However, a definitive root cause cannot be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g2, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgiphor bottles cracked during use. No health consequences were reported.